Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported on (B)(6) 2025, a 27mm navitor vision valve with radiopaque markers was chosen for implant with a large flexnav delivery system. The final implant depth from the non-coronary cusp (ncc) was 5.81mm and no paravalvular leak (pvl) was noted post-implant. It was then reported on (B)(6) 2025, a 30-day echocardiogram revealed moderate aortic valve stenosis and mild paravalvular leak associated with the 35mm navitor valve.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported on (B)(6) 2025, a 27mm navitor vision valve with radiopaque markers was chosen for implant with a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth from the non-coronary cusp (ncc) was 5.81mm and no paravalvular leak (pvl) was noted post-implant. It was then reported on (B)(6) 2025, a 30-day echocardiogram revealed moderate aortic valve stenosis and mild paravalvular leak associated with the 27mm navitor valve. There was no intervention performed for aortic valve stenosis and mild paravalvular leak.

Manufacturer narrative:
An event of moderate aortic valve stenosis and mild paravalvular leak after a month of navitor implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There was no intervention performed for aortic valve stenosis and mild paravalvular leak. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.